Event description:
During training by zoll sales representative, the device inappropriately shut down. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.